Manufacturer narrative:
The bed was tested per quality control (qc) procedures at the kci service center by a kci service consultant on (B)(6) 2011 and again on delivery to the healthcare facility on (B)(6) 2011, prior to placement with the pt. The bed passed the qc checks on both occasions and met specifications. Based on the results of the evaluation of the bed at the healthcare facility, as reported by the kci service consultant, concerning the abdominal buckle assemblies, a defect or malfunction could not be confirmed. Evaluation of the abdominal buckle assemblies did not reveal any evidence of a defect or malfunction. The assemblies functioned as designed. Kci was unable to confirm or duplicate the problem.

Event description:
On (B)(6) 2011, the nurse reported that belt buckle located at the abdomen section of the bed disengaged when the pt was supine and rotating at 40%. Additional info received on (B)(6) 2011, the results of the device evaluation concluded that the buckle may not have been fully engaged by the user during the supine and rotation operation, allowing the buckle to disengage. The reported event could not be duplicated. There was no report of injury to the pt.